Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-332a, unomedical. Troubleshooting was performed for the event. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. Product return requested for mmt-332a. Customer declined to return, or is unable to return. No product return is required for unomedical.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted, during testing. Unit successfully downloaded to thus. Pump was cut to perform visual inspection. And found moisture damage on the pcba 1, force sensor and motor home switch. No confirmed, pump alarmed insulin flow blocked alarm on 11-apr-2024, in pump downloaded history. P-cap was attached and locked into place properly. The following were noted, during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. No unexpected insulin flow blocked alarms noted, during testing. Unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.